Event description:
Same case as MDR # 2134265-2013-00516. It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery with 6fr non-bsc introducer sheath. The 100% stenosed lesion being treated was located in the calcified and moderately tortuous right superficial femoral artery. The physician advanced a 2.5mm x 20mm x 144cm coyote balloon catheter to the target lesion for predilation. The balloon was inflated to 14atms and ruptured. The device was successfully removed. Then the physician advanced a 3.0mm x 20mm x 144cm coyote balloon catheter. It was inflated to 14atms and also ruptured. The device was successfully removed and the lesion was predilated with a 4.0 x 40mm coyote balloon catheter. The procedure was completed by implanting a non-bsc stent and postdilating with a 6mm unknown balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR # 2134265-2013-00516. It was reported that during a stenting treatment procedure a balloon rupture occurred. Access was obtained via the left femoral artery with 6fr non-bsc introducer sheath. The 100% stenosed lesion being treated was located in the calcified and moderately tortuous right superficial femoral artery. The physician advanced a 2.5mm x 20mm x 144cm coyote balloon catheter to the target lesion for predilation. The balloon was inflated to 14atms and ruptured. The device was successfully removed. Then the physician advanced a 3.0mm x 20mm x 144cm coyote balloon catheter. It was inflated to 14atms and also ruptured. The device was successfully removed and the lesion was predilated with a 4.0 x 40mm coyote balloon catheter. The procedure was completed by implanting a non-bsc stent and postdilating with a 6mm unknown balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).